Event description:
It was reported that the ilet failed to charge, with the charging pad showing a flashing indicator light, and this was confirmed during a guided charging attempt that included outlet changes; the issue aligned with a charging problem involving the battery charger component. No clinical signs, symptoms, or conditions reported. Outcomes included no health consequences or impact. Investigation included communication with the user and analysis of information provided by the user. Investigation of this case revealed a power source problem associated with a component failure consistent with the reported charging problem and the battery charger component. It was concluded, based on previously established findings for similar reports, that the cause was traced to component failure.

Manufacturer narrative:
Initial.